Event description:
Customer's mother called to report that patient had been hospitalized. Customer complained of nausea and vomiting. Caller stated that customer treated with insulin pump and manual injection. Blood glucose level was over 600 mg/dl. Hospital treated with manual injection. Caller stated that they do not believe the hospitalization was caused by the insulin pump and declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.